Event description:
It was reported that the 9800 system had a stator not on error and a communication error messages then locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane, hardware, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.